Event description:
(B)(4) clinical study. It was reported that jailing of the vessel occurred. On (B)(6) 2011, the patient was presented with symptoms of unstable angina and was diagnosed with myocardial infarction (mi). Patient was referred for cardiac catheterization. Subsequently, coronary angiography and the index procedure were performed. The target lesion was a de-novo long lesion located in proximal left anterior descending artery (lad) extending to mid lad with 90% stenosis and was 28mm long with a reference vessel diameter of 2.7 mm. The lesion was treated with pre-dilatation and placement using a 2.50mm x 32mm ion¿ stent. Following post dilatation, residual stenosis was 0%. Thrombus was noted, however, site has confirmed that thrombus was noted prior to index the procedure and not post placement of the stent. The target lesion #2 was a de-novo lesion located in distal lad with 80% stenosis and was 12 mm long with a reference vessel diameter of 2.25 mm. The target lesion #2 was treated with direct stent placement of 2.25 mm x 16 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. The target lesion #3 was a de-novo lesion located in mid lad with 80% stenosis and was 8 mm long with a reference vessel diameter of 2.3 mm. The target lesion #3 was treated with direct stent placement of 2.25 mm x 12 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. In addition, the 1st diagonal branch (non-target vessel) was treated with balloon angioplasty. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2014, the patient¿s cardiac enzymes were found to be elevated, mi was noted and patient was hospitalized on the same day. Electrocardiogram (ECG) was performed and revealed mi type is unknown. Also, it was observed that the patient experienced ischemic symptoms. On the following day, coronary angiography was performed. The 100% stenosis located in the 2nd diagonal. The lesion was treated with balloon angioplasty using a non-bsc guide wire, followed by a 1.25 x 12mm non-bsc balloon catheter and another 1.5mm x 8mm apex balloon catheter but the devices were unable to cross due to the jailed ostium of 2nd diagonal. The site has confirmed that jailing in the 2nd diagonal was caused by the 2.50x32mm study stent that was placed in proximal to mid lad. Multiple attempts were made for re-wiring but were unsuccessful. Finally, the stenosis was treated with thrombolytics but was unsuccessful with 100% residual stenosis.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the time of event, the patient presented with recurrent chest pain. Patient's cardiac enzymes revealed a peak troponin I= 42.2 ng/ml, uln= 0.03 ng/ml and st elevation was noted on electrocardiogram (ECG). Also, coronary angiography revealed 30% proximal instent restenosis (isr) of study stent in left anterior descending (lad). One day post procedure, the event was considered resolved without residual effects and the patient was discharged on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).